Manufacturer narrative:
Mindray service representatives replaced the monitors display and checked operation.

Event description:
Customer reported, the spectrum monitor's display was not working which may have resulted in a loss of primary monitoring. No pt injury was reported.